Event description:
The customer contact reported air in the tubing distal to the soluset. The tubing set was being used to deliver 100ml of an unspecified solution via gravity. It was reported that after solution was delivered, the float valve in the soluset did not close. Approximately 2ml of air was noted in the tubing distal to the soluset. The customer contact indicated the tubing set was disconnected from the patient and was primed to remove the air. No air was delivered to the patient. The tubing set was reconnected to the patient and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
A device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number 12728. The domestic list number has a common device name of 80fpk and has a 510k of k063239. The international affiliate was contacted and information on reprocessing of the device was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.